Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of medical records information it appears that on (B)(6) 2013, the patient's blood pressure dropped and she became unresponsive during her dialysis treatment. Patient recovered but, refused to resume dialysis treatment or got to the hospital. There is no documentation in the medical record that shows a causal relationship between the patient's dialysis treatment or products and this episode of unresponsiveness. It should be noted that this patient had missed her dialysis treatment on (B)(6) 2013. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013, the patient had 20 minutes remaining in her dialysis treatment when she complained of not feeling well. Her blood pressure dropped from 170's to 137/89 and the patient proceeded to vomit and have seizure like activities. Oxygen was administered at 2 liters/minute via nasal cannula, her blood was returned and ems was called. The patient continued to have additional seizure activity and vomiting prior to the arrival of the ambulance. The patient refused to go to the hospital. She was alert and orient x3. The patient was encouraged to go to the ER if she started feeling worse. Patient was discharged stable, ambulatory, gait steady. On (B)(6) 2013: dialysis composition: 135. Bicarb machine setting (meq/l): 40. Blood volume processed = 81. Bfr = 450. Scheduled time = 3.0.